Event description:
It was reported that the pt's pain increased. There was a leak in the catheter. The drugs used in the pump at the time of the event were dilaudid, bupivicaine, and fentanyl.

Manufacturer narrative:
(B)(4).